Event description:
Reporter noted unstable chamber led to vitrectomy (for posterior capsule tear). Rec'd error message for low vitrector pressure while cutting.

Manufacturer narrative:
A co svc rep checked system; no problems found. System met specs. Two questionnaires sent have been returned to date.